Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil was stuck to the catheter's tip. A 6mmx10cm interlock&#11123;5 was selected for use during an embolization of an arteriovenous fistula. During the procedure, a resistance was experience when they were advancing the coil in the catheter and the coil was not coiling into the ball. The coil was removed from the patient's body, however, a part of the coil was protruding from the catheter's tip upon removal. The procedure was completed with another with same device. No patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. The introducer sheath and delivery wire were returned. The delivery wire was returned inside the introducer sheath. The introducer sheath was inspected. The twist lock had been opened. The delivery wire was inspected and the ptfe (polytetrafluoroethylene) at the distal end was severely kinked/buckled. A trace of blood was present inside the interlocking arm. The coil was not returned. Microscopic inspection revealed that the zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected and no anomaly was noted. The delivery wire dimensions were found to be in specification. No other issues or defects noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the coil was stuck to the catheter's tip. A 6mmx10cm interlock¿-35 was selected for use during an embolization of an arteriovenous fistula. During the procedure, a resistance was experience when they were advancing the coil in the catheter and the coil was not coiling into the ball. The coil was removed from the patient's body, however, a part of the coil was protruding from the catheter's tip upon removal. The procedure was completed with another with same device. No patient complications reported and the patient's condition was fine.